Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2014 a patient with a complicated type b aortic dissection by means of coil embolization of the left subclavian artery and implantation of conformable gore tag thoracic endoprostheses in zone 2 (distal to the common carotid artery). The maximum diameter of the aortic lesion was 63mm. The proximal neck length landing zone was 2.1cm. The following components were implanted: tgu26110, tgu282815 and tgu343415. On (B)(6) 2015 a follow-up cta showed the maximum diameter of the aortic aneurysm/lesion to be 5.7mm. On (B)(6) 2015 the patient underwent repair of the thoracic aortic lesion with transverse arch graft, ascending aorta graft and valve sparing annulus remodeling. The descending thoracic aorta was treated with a conformable gore tag thoracic endoprostheses tgu273210 lot 1390013. On (B)(6) 2015 the patient exhibited syncope with complete heart block. On (B)(6) 2015 the patient presented with pulseless electrical activity arrest and expired.

Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to surgical conversions.

Event description:
On (B)(6) 2014 a patient with a complicated type b aortic dissection by means of coil embolization of the left subclavian artery and implantation of conformable gore tag thoracic endoprostheses in zone 2 (distal to the common carotid artery). The maximum diameter of the aortic lesion was 63mm. The proximal neck length landing zone was 2.1cm. The following components were implanted: tgu26110, tgu282815 and tgu343415. On (B)(6) 2015 a follow-up cta showed the maximum diameter of the aortic aneurysm/lesion to be 5.7mm. On (B)(6) 2015 the patient reportedly underwent repair of the thoracic aortic lesion with transverse arch graft, ascending aorta graft and valve sparing annulus remodeling. The descending thoracic aorta was treated with a conformable gore tag thoracic endoprosthesis. However, this could not be confirmed. On (B)(6) 2015 the patient exhibited syncope with complete heart block. On (B)(6) 2015 the patient presented with pulseless electrical activity arrest and expired.